Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/25/2010 that a customer had an issue with a hemodialysis catheter. The customer reports the sapphire was placed on (B)(6). The cuff became exposed and maybe 2 cm left in pt during treatment. Everything stopped and catheter removed by hand. Catheter needed to be removed and replaced.